Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be released.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used for closure of mucosal defect during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip could not be released. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be released. Block h11: investigation results: the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and without any activation made but detached from the control wire and with the arms in open state. Additionally, the catheter was kinked, and the yoke was not returned. No other problems with the device were noted. It was found that the device returned with the clip detached from the control wire with the arms in an open state and the yoke was not returned. It is possible that this might occur due to excessive tension on the tension breakers when a significant amount of tissue was grasped. This excessive tension caused the control wire to separate from the yoke, resulting in the clip falling into the open state. This separation is a consequence of the procedural conditions and does not indicate a defect in the device or represent a risk to the patient. After that, it is probable that the physician repositioned the clip against the bushing. Additionally, the distal part of the catheter was kinked. This kinking might be attributed to operational factors during the procedure, such as the physician technique in deploying the clip or the scope position and angle. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used for closure of mucosal defect during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip could not be released. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.